Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus white blend leaked between the extension tube and the extra valve during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7152548. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however no sample was available for evaluation. Product is functional tested and no incidents with leakages have been reported. Process fmea rm5943 was reviewed and there are proper controls in place to detect product malfunctions. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.